Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead shocking lead was exhibiting varying impedance measurements ranging from 109 ohms to greater than 125 ohms. A revision procedure was performed and the lead was removed from service. No adverse patient effects were reported.